Manufacturer narrative:
(B)(4). Concomitant medical products: us157850, m2a magnum cup, 517710; 192508 echo bimetric stem, 850970; 139254, m2a mag taper, 627930. This follow-up report is being submitted to relay corrected and additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Additional information received reports that the patient underwent a hip arthroplasty revision approximately 6 years post operatively due to elevated ion levels. Additional information is not available.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.

Manufacturer narrative:
(B)(4). Medical devices: unk item#; unknown stem; unk lot #, unk item#; unknown cup; unk lot #. Reported event was confirmed by review of medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to unknown reasons. Additional information is not available.